Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient dislocated hip on several occasions, so the cup, poly insert, and head were taken out and revised with biomet acetabular system.